Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs, the instrument would not close. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier instrument would not close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed.